Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the sys error 105, which was observed during the eval. Sys error 105 was confirmed and caused by a failed motor (severed motor mount screws). The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed sys error 105. It was als reported there was no pt involvement.